Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that clinical check of the implantable pulse generator (ipg) battery depletion during warranty time was observed, and was indicated as premature battery depletion. The ipg remains in use, and no patient complications have been reported as a result of this event.